Manufacturer narrative:
Product analysis summary: analysis revealed the hypotube was kinked and the balloon had detached and bunched distally. Further visual analysis showed the balloon was intact, however the device showed characteristics of an outer shaft expansion and subsequent burst. The inner member was also stretched. The customer experience of burst and difficult to remove can be confirmed based on the condition of the returned device. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one euphora rx balloon catheter to treat a lesion in the distal circumflex (cx) artery. The device was inspected with no issues noted. It was reported that a balloon burst/rupture occurred during balloon inflation. When trying to remove the balloon, it was noted that it was difficult to remove the balloon from the guide catheter. A dissection also occurred. The dissection was treated by stenting the vessel. The patient is reported to be doing fine. The patient is alive with no further injury.